Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1500 mg/dl, resulting in a coma and diabetic ketoacidosis. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released approximately 5 days later with the issue resolved and no permanent damage.